Event description:
Pt indicated that she felt a "pop" or "tactile" sensation in her knee. Surgeon scoped the pt and found that the 8x25mm screw had broken. He then removed the broken screw from the pt. The surgeon did not place another screw because he felt that the other remaining screw (8x30mm) provided adequate fixation. Pt is fine after this revision surgery.

Manufacturer narrative:
The device is available for eval; however, it has not been received at smith & nephew at this time.